Event description:
It was reported that increasing capture threshold and decreasing sensing threshold were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.